Manufacturer narrative:
At time of this filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed (B)(6) received notice of reported issues with the y1301, y-knot flex 1.3mm all-suture anchor, lot 1059338 recently experienced by (B)(6) hospital on (B)(6) 2021. The information received was that the issue occurred during surgery for shoulder lip injury involving a (B)(6) male patient. Since the upper part of the shoulder joint was partially detached, it was planned to use two y-knot flex 1.3 for fixation. The instrument used a curve guide, and the drill tip used a hard bone drill to insert the anchor. The procedure seemed to be okay with the drilling. Surgeon was manually inserting the anchor until it entered the bone hole and using a hammer until the inserter came into contact with the guide. When the surgeon tried to pull out the inserter after inserting it, it was too hard to pull out. When they tried to pull it out with force, one of the inserter tip forks was broken and missing from the device. Since the tip was entrapped with the anchor in the bone hole, dr decided not to remove the broken piece and ope was continued. The surgery is finished without delay. The tip remained in the patient fixed (secure) in the bone hole with the anchor. This report is being raised on the basis of injury as it is noted the broken anchor driver tip remained in the patient¿s body.

Manufacturer narrative:
At time of this filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed (B)(6) received notice of reported issues with the (B)(4), y-knot flex 1.3mm all-suture anchor, lot 1059338 recently experienced by (B)(6) hospital on (B)(6) 2021. The information received was that the issue occurred during surgery for shoulder lip injury involving a (B)(6) male patient. Since the upper part of the shoulder joint was partially detached, it was planned to use two y-knot flex 1.3 for fixation. The instrument used a curve guide, and the drill tip used a hard bone drill to insert the anchor. The procedure seemed to be okay with the drilling. Surgeon was manually inserting the anchor until it entered the bone hole and using a hammer until the inserter came into contact with the guide. When the surgeon tried to pull out the inserter after inserting it, it was too hard to pull out. When they tried to pull it out with force, one of the inserter tip forks was broken and missing from the device. Since the tip was entrapped with the anchor in the bone hole, dr decided not to remove the broken piece and ope was continued. The surgery is finished without delay. The tip remained in the patient fixed (secure) in the bone hole with the anchor. This report is being raised on the basis of injury as it is noted the broken anchor driver tip remained in the patient¿s body.

Manufacturer narrative:
The investigation of the customer's reported issue finds it to be confirmed based on photographic evidence and evaluation of the returned device. Examination of the returned used device, item y1301, found device was damaged; bent at the shaft and broken one of the tips (forks). This is technique dependent device and the most likely cause of this suspected failure is user related. Critical dimensions were inspected per device design print and could not find any discrepancies. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4)devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) the instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised to exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed japan received notice of reported issues with the y1301, y-knot flex 1.3mm all-suture anchor, lot 1059338 recently experienced by (B)(6)hospital on (B)(6) 2021. The information received was that the issue occurred during surgery for shoulder lip injury involving a 65-year-old male patient. Since the upper part of the shoulder joint was partially detached, it was planned to use two y-knot flex 1.3 for fixation. The instrument used a curve guide, and the drill tip used a hard bone drill to insert the anchor. The procedure seemed to be okay with the drilling. Surgeon was manually inserting the anchor until it entered the bone hole and using a hammer until the inserter came into contact with the guide. When the surgeon tried to pull out the inserter after inserting it, it was too hard to pull out. When they tried to pull it out with force, one of the inserter tip forks was broken and missing from the device. Since the tip was entrapped with the anchor in the bone hole, dr decided not to remove the broken piece and ope was continued. The surgery is finished without delay. The tip remained in the patient fixed (secure) in the bone hole with the anchor. This report is being raised on the basis of injury as it is noted the broken anchor driver tip remained in the patient¿s body.